Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress or the like. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as there is a leak at the bending section cover from a cut/hole. Additionally, the coating on the insertion tube is peeling off. The up angulation is out of standard specifications from a worn-out angle wire. The bending section glue has a gap, and the universal code is dented. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (okr) was informed that the customer evis lucera elite bronchovideoscope was returned for service/repair for a reported ¿leakage at the bending section¿. The event was found during preparation for use. However, upon inspecting and testing, the coating on the insertion tube is peeling off. This report is being submitted to capture coating on the insertion tube is peeling off. No death, injury or harm was reported.